Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the fault, although the device log showed error messages. The service representative spoke with the user and learned that the pump had been cleaned between cases. It is possible that the touch screen was wet at the time of occurrence and after the screen was dried out, it now functions correctly. The unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during priming. There was no patient involvement.